Manufacturer narrative:
Visual analysis of the returned device identified deformation and after autoclave cycle, a cloudy gel and bubbles in the gel was observed. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the deformation observed can be related with complaint of crease/folding of implant reported by the physician, nevertheless is not considered a workmanship, since the device was explanted. No other observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported that ¿on the explant surgery, the physician confirmed that there is no rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side folds and rupture. The device remains implanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV.

Event description:
Additionally, a healthcare professional reported a patient experienced the events of ¿breast asymmetry due capsular contracture. Baker IV. Associated with visible deformity¿, ¿rupture¿, ¿folds¿, ¿pseudo cyst with serious follicular chronic mastitis¿, ¿mild chronic mastitis¿, and ¿congestive skin¿. The device was explanted.

Event description:
Healthcare professional reported right side folds and rupture. The device remains implanted.